Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated lactate dehydrogenase (ldh) results while using the alinity c ldh assay. The customer provided the following results: on (B)(6) 2018: initial result: 1023.9 u/l, retest 157.1 u/l. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, design history record (DHR) review, a search for similar complaints, and a review of labeling. The DHR review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. A review of tracking and trending did not identify an adverse trend for issue observed by the customer. No other similar complaints were identified with this reagent lot number. Labeling was reviewed and found to be adequate. Based on the available information no deficiency of the alinity c lactate dehydrogenase assay, reagent list number 07p74, lot 60064un17, was identified.